Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead had implant pacing impedance measurements of 1200-1500 ohms. The r-wave was 5.9mv, threshold was 0.7v. Now, one week post implant, was unable to capture at maximum output and the r-wave is 1.9mv. The impedance is stable at 600 ohms. Three hours later, the threshold was 0.4v, the r-wave was 4.8v and the impedance was stable. It was reported that the implant was difficult.